Event description:
It was reported that a patient line of a cassette was missing a cap at the end of the patient line. This was found before use. There was no patient involvement, injury, or medical intervention. No additional information available.

Manufacturer narrative:
(B)(4). The device has been received by baxter. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A gross visual inspection and microscopic inspection were performed and identified a missing pull ring cap on patient line connector. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; no issues were observed that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.